Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. It was reported that the reporting facility discarded the subject device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation of the hip on an unknown date, the cable tensioner seized and got stuck on the cable. The cable was able to be detached from the tensioner and another cable tensioner and cable were used to successfully complete the procedure. There was no surgical delay or reported patient harm. The patient¿s post-operative status was reported as ¿fine¿. This report is 2 of 2 for (B)(4).